Event description:
Investigation done.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend has been indentified. Event description: it was reported the patient underwent an initial tha on (B)(6), 2012. Subsequently, the patient suffers from lumbar back pain and recurrent trochanteric pain. The pain in the left trochanteric region (implant site) appeared at the clinical examination to be inflammatory in nature and had also occurred occasionally in the past. It has now been resolved with anti-inflammatory, topical and restorative therapy. At the last checkup the patient also complained of mild contralateral coaxalgia well tolerated without medication. Lumbago was also reported during previous controls and is well tolerated without special pharmacological interventions. Review of received data: two x-rays of the left hip were received and reviewed by hcp (mmi): two views of the left hip demonstrate a left total hip arthroplasty with cement fixation of the acetabular cup. Normal size. No radiolucency. Heterotopic ossification in between the greater trochanter and acetabular. Overall fit and alignment of the implants is appropriate. Normal bone quality. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Conclusion summary: it was reported the patient underwent an initial tha on april 02, 2012. Subsequently, the patient suffers from lumbar back pain and recurrent trochanteric pain. The pain in the left trochanteric region (implant site) appeared at the clinical examination to be inflammatory in nature and had also occurred occasionally in the past. It has now been resolved with anti-inflammatory, topical and restorative therapy. At the last checkup the patient also complained of mild contralateral coaxalgia well tolerated without medication. Lumbago was also reported during previous controls and is well tolerated without special pharmacological interventions. The investigation results did not identify a non-conformance or a complaint out of box (coob). The x-ray reviewed showed that there is evidence of heterotopic ossification extending from the greater trochanter to the acetabulum, which might be a source of pain. However, based on the available information, an exact root cause for the dislocations could not be determined the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: correction: b4 - b5 - b7 - g4 - g7 - h10. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
According to medical report, the pain in the left trochanteric region appeared at the clinical examination to be inflammatory in nature and had also occurred occasionally in the past. It has now been resolved with anti-inflammatory, topical and restorative therapy.

Manufacturer narrative:
Medical devices: shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners, catalog no# 00875705401; lot no# 61914273. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset, catalog no# 00771101300; lot no# 61930813. Bioloxâ® delta ceramic taper liner, size jj / 36 i.d. For use with 54 mm o.d. Size jj shell, catalog no# 00877501136; lot no# 2634777. The manufacturer received per for review. The manufacturer did not receive the device for investigation as the products remains implanted. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and is being monitored due to pain.